Event description:
It was reported to boston scientific corporation that an occluder balloon was used in an unspecified procedure on (B)(6) 2014. According to the complainant, during preparation while testing the device, the balloon would not deflate and the pilot tube had to be cut. The procedure was completed with another of the same device. The status of the patient is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4) - balloon for the reported event of balloon won¿t deflate.

Manufacturer narrative:
A visual analysis of the returned device revealed that the shaft of the catheter was cut 16 cm from the balloon hub. The balloon lumen was inspected and the balloon lumen was found to be completely blocked by white crystalized substance which was most likely contrast media. The catheter was soaked in hot water; however the blockage could not be removed. The balloon was inspected and no defects were noted. The balloon was found deflated. The reported defect of balloon deflation failed could not be confirmed as functional test could not be performed, however the analysis results are consistent with the event. Based on the investigation results, the most probable root cause of handling damage will be assigned to this complaint as the complaint was most likely due to handling of the device during preparation outside the patient. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. A review for similar complaints was completed and there were no other complaints associated with this batch reported.

Event description:
It was reported to boston scientific corporation that an occluder balloon was used in an unspecified procedure on (B)(6) 2014. According to the complainant, during preparation while testing the device, the balloon would not deflate and the pilot tube had to be cut. The procedure was completed with another of the same device. The status of the patient is unknown. Attempts to obtain additional information were unsuccessful.